Manufacturer narrative:
Insulin pump had a button error alarm and no button response due to corroded keypad traces. Insulin pump received with cracked display window corners, reservoir tube lip, belt clip and minor scratches on display window.

Event description:
It was reported that the insulin pump alarmed for a button error. The buttons became unresponsive during a bolus and customer was unable to clear the alarm. The blood glucose reading was 7.2 mmol/l. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.